Manufacturer narrative:
The reported event of failure to capture was not confirmed. Only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead explant. The ra lead was noted to exhibit loss of capture. The ra lead was programmed off prior and was explanted on (B)(6) 2025. The physician elected to abandon the implant of an atrial lead due to patient's scarred atrium. The atrial port was plugged, and the device remained vvi mode. The patient was in stable condition.